Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. Customer also experienced blood glucose level of 68 and 250 mg/dl. Customer stated that the buttons were sticking. Customer stated that the buttons were okay. The insulin pump will not be returned for analysis.